Event description:
The customer reported being hospitalized due to high blood glucose of 466mg/dl. The customer experienced vomit, nausea, and ketoacidosis. The caller mentioned that the motor on the insulin pump was not functioning, but there were no alarms. The father stated that even after troubleshooting he would not trust the insulin pump. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.